Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump was high riding in his scrotum, making it difficult for him to inflate and deflate. The physician wanted to move his pump to the other side of the patient's scrotum, but to do that, he needed more tubing. So the doctor elected to remove and replace the ipp pump. The patient had a good outcome. Additional information received. The pump was originally placed in the correct position, it migrated post procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis was unable to confirm the reported allegation of migration nor a device malfunction related to the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump was high riding in his scrotum, making it difficult for him to inflate and deflate. The physician wanted to move his pump to the other side of the patient's scrotum, but to do that, he needed more tubing. So the doctor elected to remove and replace the ipp pump. The patient had a good outcome. Additional information received. The pump was originally placed in the correct position, it migrated post procedure.